Manufacturer narrative:
The returned tb-0535fcs (lot#: pw305498) was evaluated for ¿the probe broke at the tip¿ issue. The reported complaint was confirmed. The device attached to the usg-400/esg-400. Probe check was performed and the device failed the probe check testing and a u509 ultrasonic probe error was observed. Both switches were checked and found to be functional. In addition, visual inspection on the received condition was performed on the device and determined that there is some tissue buildup. The ptfe pad (teflon pad) was inspected and found it has normal wear with no exposed metal and no abnormality. The distal end of the device was inspected under a microscope and found the probe is detached. The missing portion of the detached probe was not returned. The wiper movement is noted to be normal and the consistency of movement of the handle and jaw is normal as well as the handle load. The rotation of the knob torque is determined to be normal and smooth. In summary, based on the evaluation, similar events and investigation results, the reported issue of ¿probe broke at the tip¿ is attributed to the probe coming in contact with hard or metallic surface during activation. As a preventive measure, the instruction manual provides several warning statements in an effort to prevent damage to the probe. "Do not activate output in seal and cut mode while the grasping section is closed without contacting tissue or vessel. Do not activate output while applying the probe tip to the tissue with a strong force. Do not activate output while grasping thick and hard tissues. Otherwise, various forms of damage in the probe tip and/or the tissue pad such as premature wear, breakage, deformation, exposure of metal, and/or falling inside the body cavity, and/or partial separating may occur."

Manufacturer narrative:
The device has not yet been returned for evaluation. If additional information becomes available following device evaluation, a supplemental report will be filed.

Event description:
The manufacturer was informed that during a total laparoscopic hysterectomy (tlh) therapeutic procedure, the thunderbeat device was observed as damaged. The intended procedure was completed and the same reported device was not used and the thunderbeat device had to be replaced. No patient injury reported. The doctor was performing a seal and cut during procedure. The probe broke at the tip and fell into the patient and it was retrieved with a grasper. No patient bleeding caused by this event. The visual damage was the broken probe. No metal exposed on the device jaw. The generator settings were 2:1. The device was inspected prior to use and no abnormalities were found. The connection points to the generator were inspected and no cable damage was observed. The physician is experienced in using this device.